Manufacturer narrative:
H10: the field service engineer (fse) was advised to reseat the data acquisition (da) printed circuit board assembly (pcba) and cable in an attempt to resolve the issue but this did not resolve the issue. It was later determined that a replacement of the da pcba would be required to resolve the issue. The fse then replaced the da pcba and confirmed the reported issue was resolved. The fse replaced the da pcba to resolve the reported issue. The device passed required performance verification tests per philips standards and was returned to service. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.

Event description:
Philips received a complaint by the customer on the v60 indicating that there was a machine and proximal pressure sensor failure. It was reported there was no patient involvement at the time the issue was discovered. A field service engineer (fse) went onsite and stated the unit was giving the error, "machine and proximal pressure sensors failed", at start up after replacement of the data acquisition (da) printed circuit board assembly (pcba) and da to motor control (mc) cable was replaced. The fse was then advised to reseat the da pcba and cable in an attempt to resolve the issue. Repair is currently pending.

Manufacturer narrative:
H10: the removed data acquistion (da) printed circuit board assembly (pcba) was returned to the product investigation lab (pil). Functional analysis was performed, and it was identified that the device pressure accuracy testing passed. In addition, pil verified that the average machine and proximal pressure were within the expected range at 0 cmh2o. Pil was unable to duplicate the reported failure. The suspected da pcba operated on the standard test bed (stb) without issue. No fault found.

Manufacturer narrative:
H10: the removed da pcba was returned to the product investigation lab (pil). At pil, the da pcba was inspected, and signs of thermal damage was observed. Pil confirmed that the da pcba had thermal damage due to high voltage/high current conditions. Due to the thermal damage, no further investigation could be performed.